Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The patient underwent a CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted, the right side of the filter was compressed with numerous fractured struts and several struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and fractures could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent a CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted, the right side of the filter was compressed with numerous fractured struts and several struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. The patient received the ivc filter for acute deep vein thrombosis (dvt). A CT scan revealed the filter was significantly tilted, the right side of the filter was compressed with numerous fractured struts and several struts had significantly perforated the ivc. Per the patient profile form (ppf), the patient reports the ivc filter is embedded and fractured; the right-side struts compressed/fractured and displaced medially. Additionally, the patient reports perforation of filter strut(s) outside the ivc and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent a CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted, the right side of the filter was compressed with numerous fractured struts and several struts had significantly perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and six months post implantation. The patient reports the ivc filter fractured; the right-side struts compressed/fractured and displaced medially. Additionally, the patient reports perforation of filter strut(s) outside the ivc and living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient lives with fear that the filter has fractured and perforated outside of the vena cava. According to the discovery form, the patient received the ivc filter for acute deep vein thrombosis (dvt). Medical conditions and treatments alleged to be attributable to the implanted ivc filter include filter embedded into wall of the ivc and perforated through the ivc. The patient further reports physical pain and suffering, emotional pain and suffering, loss of enjoyment of life, physical disfigurement, past and future medical bills, and other related medical treatment costs.

Manufacturer narrative:
Complaint conclusion: as reported, a patient underwent placement of an optease vena cava filter. The information provided indicated that the ivc filter fractured; the right-side struts compressed/fractured and displaced medially. Additionally, the patient reports perforation of filter strut(s) outside the ivc and living with the anxiety of having a filter that could fail at any time and lives with fear that the filter has fractured and perforated outside of the vena cava. According to the information provided the patient underwent a computed tomography scan which revealed the filter was significantly tilted, the right side of the filter was compressed with numerous fractured struts and several struts had significantly perforated the inferior vena cava (ivc). The patient became aware of the reported events approximately four years and six months post implant. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long- term complications related to ivc filters. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent and device malfunction and may be related to underlying patient specific issues. Without imaging and with the limited information available for review, a relation between the device and the event could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The patient underwent a CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted, the right side of the filter was compressed with numerous fractured struts and several struts had significantly perforated the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and six months post implantation. The patient reports the ivc filter fractured; the right-side struts compressed/fractured and displaced medially. Additionally, the patient reports perforation of filter strut(s) outside the ivc and living with the anxiety of having a filter that could fail at any time, but that may not be retrievable without serious surgery. The patient lives with fear that the filter has fractured and perforated outside of the vena cava.